Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicated that the insulin pump was exposed to moisture. The customer reported that the pump was giving loud alarm sound when inserted a battery. The customer also noticed a crack behind the battery compartment of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will returned for analysis.

Manufacturer narrative:
Retainer = black customer returned the device for alleged moisture exposure, cracks on device case, and a flashing medtronic logo (with audio alarm) found on 2022. The device displayed a flashing medtronic logo with audio alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download the trace and history files using thump due to flashing display anomaly. The device was cut open to perform visual inspection. Corrosion and moisture damage were found on electrical board (j2, j6, j7 area), on the vibrate harness assembly, motor, force sensor flex tail, and force sensor. The flashing medtronic logo and download difficulty are due to moisture damage on the electronic assembly (electrical board). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, serial number label peeling, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo (with audio alarm), download difficulty, and moisture damage are confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
Customer stated the insulin pump kept on restarting and it turned on to start screen, it flashed medtronic.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged moisture exposure, cracks on insulin pump case, and a flashing medtronic logo (with audio alarm) found on (B)(6) 2022. The insulin pump displayed a flashing medtronic logo with audio alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download the trace and history files using thump due to flashing display anomaly. The insulin pump was cut open to perform visual inspection. Corrosion and moisture damage were found on electrical board 1 (area), on the vibrate harness assembly, motor, force sensor flex tail, and force sensor. The flashing medtronic logo and download difficulty are due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, serial number label peeling, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo (with audio alarm), download difficulty, and moisture damage are confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.